Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A device history review was performed with no exceptions during manufacturing found. This issue is being investigated through CAPA.

Event description:
The customer contacted global technical services (gts) regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The technical service representative (tsr) explained the reason for the alarm. The home patient (hp) stated that they had no symptoms of an iipv last night during the first cycle and at any time during therapy. The hp also stated that they took the pro card into their center today and the peritoneal dialysis registered nurse (pdrn) did not notice any abnormalities with the therapy numbers. The hp stated they were setting up supplies for tonight and wished to continue to use the hcp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse was not aware of the alarm. She stated that the patient was coming into the clinic tomorrow, so she thought maybe the patient would mention the alarm at that time. She stated that the patient uses extraneal. She did not know of any issues the patient was having with their therapy. She stated she would review the patient's settings when they came into the clinic. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.